Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned for analysis. Upon analysis it was reported that the device experienced normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned for analysis. Upon analysis, it was reported that the device experienced normal battery depletion. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that during the implant attempt there was device inhibition during cautery. Subsequently, there was loss of output for two to three seconds after termination of cautery. The device was explanted and replaced. No patient complications have been reported as a result of this event.